Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, 22 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted.therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The direct measurement of the battery voltage confirmed a depleted battery. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, an increased internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.

Event description:
Ous MDR - during a follow up in (B)(6) 2016 battery status was mol1 69%. At a follow up in (B)(6) 2017 eri occurred but battery was 3 v. The device was re-initialized and the battery status was 61%. At a follow up in (B)(6) 2017 the battery was again at eri but battery was still 3 v. Device was re-initialized again, battery still 3 v, and 60%. Charging time was 12 seconds, battery 2.9 v, 59%. No therapy or MRI occurred between follow ups. No adverse patient events were reported.